Event description:
It was reported that the xact stent was successfully implanted in the right internal carotid artery. After post-dilatation, a dissection with pseudoaneurysm was noted. Before treating the dissection, the filter was aspirated and removed due to debris and a second filter was positioned. An rx acculink stent was successfully implanted to cover the dissection and coil embolization was performed on the pseudoaneurysm. The pt experienced a stroke with left facial droop and complete left sided paralysis. Thrombolytics were given. Intubation was attempted but, due to pt physique, was reverted to tracheotomy for mechanical ventilation. The pt was discharged to a rehabilitation facility on (B)(6)2010. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of intimal dissection, aneurysm and cerebrovascular accident (stroke) are listed in the product instruction for use (IFU) as potential adverse effects. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determine, there is no indication of a product quality deficiency with respect to manufacture, design.